Manufacturer narrative:
H6 impact codes: f18 rehabilitation code added.

Event description:
Reported via clinical study. It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Four (4) months post procedure the patient presented to the emergency room with right arm and hand weakness, in addition the patient was hypertensive. Initially the patient was treated with hydralazine followed with clonidine. The patient was diagnosed with a right upper extremity affected by a left frontoparietal area cerebrovascular infarction. The patient seems to have lost all motor function distally for flexion and extension at the elbow wrist and fingers. They were placed on dual antiplatelet therapy with plavix and aspirin for at least 3 months. There were no other complications that were reported to have occurred. It was further reported that five (5) days later the patient was discharged to a rehabilitation/ skilled nursing facility.

Event description:
Reported via clinical study. It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Four (4) months post procedure the patient presented to the emergency room with right arm and hand weakness, in addition the patient was hypertensive. Initially the patient was treated with hydralazine followed with clonidine. The patient was diagnosed with a right upper extremity affected by a left frontoparietal area cerebrovascular infarction. The patient seems to have lost all motor function distally for flexion and extension at the elbow wrist and fingers. They were placed on dual antiplatelet therapy with plavix and aspirin for at least 3 months. There were no other complications that were reported to have occurred. It was further reported that five (5) days later the patient was discharged to a rehabilitation/ skilled nursing facility.

Event description:
Reported via clinical study. It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Four (4) months post procedure the patient presented to the emergency room with right arm and hand weakness, in addition the patient was hypertensive. Initially the patient was treated with hydralazine followed with clonidine. The patient was diagnosed with a right upper extremity affected by a left frontoparietal area cerebrovascular infarction. The patient seems to have lost all motor function distally for flexion and extension at the elbow wrist and fingers. They were placed on dual antiplatelet therapy with plavix and aspirin for at least 3 months. There were no other complications that were reported to have occurred.